Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage; there was no evidence of blood on the device. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. Cycle life testing was performed on the device; the device passed the 60 cycles of testing. The device handle was opened to verify connections; under magnification, soldering flux was observed on the switch body, lever, and actuator of the micro switch. No nonconformities were observed with the solder joints. Based upon the evaluation results, the complaint could not be confirmed. The following corrective action has been taken to address the solder flux issue: maquet has revised the work instruction for the soldering process (B)(4)/handle assembly (B)(4) to add enhanced visual inspection to the soldering points and the switch contamination with flux. Maquet cardiovascular, llc has initiated recall (B)(4) to address this failure mode. The FDA (B)(4) district recall coordinator has been advised. A notification letter has been sent to this customer. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro continued to activate and burn and would not shut off. The device was unplugged and a replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the device in question.